Event description:
This is filed to report the clip opening while locked requiring intervention. It was reported that a patient underwent a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr) with restricted leaflets. A mitraclip xtw was implanted. However, post deployment it was noted that the mr increased slightly from the reduction and the clip had opened to approximately 20-30 degrees. Two mitraclip xts were implanted to stabilize the xtw. The mr was reduced to grade 2. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information and without the device to analyze, a cause for the reported clip opening while locked could not be determined. The reported unexpected medical intervention (additional mitraclip, same procedure) was the result of case-specific circumstances. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).